Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A promus element,mr,ous 3.00x20mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent identified distal stent damage. The undamaged proximal crimped stent outer diameter (od) was within specifications. No issues with the balloon, hypotube, shaft or tip were found. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.